Event description:
It was reported that a malfunction alarm occurred after going through a metal detector at tsa. The customer's blood glucose level was 340 mg/dl. The customer reverted to an alternate method of insulin therapy.